Manufacturer narrative:
Implanted date - the device was not implanted. Explanted date - the device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor confirmed that the angio-seal anchor device was not deployed correctly, so it did not close, and the doctor had to hold compression. The patient was stable. Additional information was received on (B)(6) 2022: the type of procedure was being performed was a angiography using a 6fr procedural sheath. There were difficulties with arterial access, sheath, guidewire, or catheter insertion. There was no stenosis, plaque, calcium present around the insertion site. A pre-deployment angiogram was not performed. There was no blood loss. There was no noticeable damage to the device. The procedure was completed successfully.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to provide the sample return date in section d9, to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position. The distal tip of the carrier tube and hemostasis sheath was found to have been cut open. The anchor and collagen were found to have been removed from the distal tip. The temperature indicator was also found to have turned black. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effect analysis (fmea).